Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance adjusting her basal rates. Blood glucose level at the time of the call was 40 mg/dl. The customer was provided assistance. The insulin pump was not replaced or returned for analysis.